Manufacturer narrative:
Additional information received on 10 july 2019: the device was used for cerebrospinal fluid (csf) drainage. No sample was received for failure analysis. The device history record was reviewed and no anomaly was reported during the manufacturing and packaging processes that can be associated to the reported condition. The complaint could not be confirmed. (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
One ins8600 unit was received and it was observed that the last segment of the patient line (distal to the device) had been marked with black ink. Water was passed through the patient line and two (2) leaks were observed. These were at each side of the marked area mentioned before. Both leaks were at the connection of the blue stripe, length 10 cm tubing (p/n 400438-001) with the two (2) male luer lock port 145 od tube, rigid pvc (p/n 200395-001) at each end of the tube. Both leak sites were inspected under magnification and it was confirmed that adhesive had been applied to the tubing/luer lock port connection. There was a third male luer lock (p/n 200395-001) in the patient line, but this one did not leak. The complaint is confirmed. The root cause for this event was unknown; nonetheless, a training was provided to the manufacturing and qa personnel to make them aware of the event.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that when the ins8600 csf drainage system was used for blood evacuation on (B)(6) year old female patient, a hole in the tubing was discovered on (B)(6) 2019. There was no clinical consequence reported. The drainage system was changed.